Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a flickering display. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site postal code - (B)(6)). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the reported issue. The fse reconnected the cables for the display board video receiver. The fse applied the blower to the display board for any suspected moisture. The unit is now working. The fse advised that the customer maintain the humidity. The iabp was released for clinical use.